Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer tests during pre-use check. The reported issue has been confirmed during evaluation of the provided problem description. The service report and log files were not attached. Based on information provided, the issue was solved by replacing nozzle unit and the device was delivered to the user in working condition. No parts were returned to factory for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).